Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited intermittent capture. No interventions were performed. There were no patient consequences.

Event description:
Additional information received noted that the event was observed remotely. Programming changes were performed. There were no patient consequences.